Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band and packaging were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 8 ml of air left in the band. The sample was subjected to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band and packaging were returned for assessment and leaked at the check valve. Upon deconstruction of the valve, a piece of foreign matter was found. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the valve. A corrective action was initiated for this issue. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. Spontaneous deflation with the enhanced tr band occurred after application and when the patient was being moved to recovery. Pressure was held and a new band was successfully applied. The patient did well and there were no further issues. The procedure was a percutaneous coronary intervention (pci). The estimated blood loss was less than 250 cc. Additional information was received on 12aug2025: 18 mls were initially injected and titrated after. The deflation was noticed during transport to recovery; therefore, the issue occurred quickly after application.